Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# j0301162v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
A manufacturing representative reported that high impedances were measured during implant. High impedances between 3500 and 4500 ohms were measured on electrodes two and three. An MRI was planned and the lead with the high impedances was going to be removed prior to the MRI. The patient's indication for use is parkinson's dual and movement disorders. No cause or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a manufacturing representative reported the cause of the event was unknown. The extension and lead were tested during implant.